Event description:
During an in-clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a perforation of the right ventricle was observed. The rv lead was explanted and replaced to resolve the event. The patient is stable and will continue to be monitored.